Event description:
It was reported that intermittently when using the spot film function of the 9800 sys the images are washed out. It was also noted that problem is re-produced when using pulse and/or low dose of spot film. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the ccd camera. The sys was tested and found to be working as intended and placed back into svc.